Event description:
Info received indicates the pump did no alarm and wouldn't stop running, pumping child with air. Child had a farrell bag so no intervention was needed. Discomfort was short and minimal. The biomed dept changed the door and the pump tested fine. The pump was not returned to (B)(4).

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review for reportability.